Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that was open for over two months, and therefore was expired. Dario's user guide states in the section regarding dario's test strips storage and handling "do not use a test strip expired one month from opening. Discard the cartridge one month after opening". Dario's representative instructed the user to open and test with a new cartridge of strips. The user received a reading of 98 mg/dl which she reported is normal for her. Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that on the morning of august 4th, she tested her bg level using the dario meter which read 497 mg/dl. The user reported that since she usually has a reading of 105 mg/dl, she continued to monitor her bg level throughout the day, receiving a reading of 379 mg/dl as her lowest reading. The next morning, the user reported that her bg level was over 500 mg/dl. Due to the above, the user went to the urgent care where her bg was tested and read 87 mg/dl with the urgent care's meter. At the urgent care, the user was advised to buy another device and compare the new device with her dario meter. The user did as advised, and the dario meter continued to give higher readings than her non-dario meter.